Manufacturer narrative:
The following fields were updated due to correction: the date was changed from 2023-07-18 to d9: returned to manufacturer on: 2023-07-25. H.6 investigation summary bd had received (B)(4) samples and (B)(4) photos were provided for investigation. Evaluation of both indicated tubes with larger than normal droplets of additive on the tube walls. Due to this, the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Additionally, (B)(4) retained samples were visually inspected, and (B)(4) tubes were found with larger than normal droplets of additive on the tube walls. Bd was able to duplicate and confirm customers¿ failure mode from the samples and photos received. . Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is able to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2e plus blood collection tubes that there was discolored / abnormal additive form. The following information was provided by the initial reporter: the edta (anticoagulant) in the tube was found to be a large yellowish mass. (B)(4) occurrences.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2e plus blood collection tubes that there was discolored / abnormal additive form. The following information was provided by the initial reporter: the edta (anticoagulant) in the tube was found to be a large yellowish mass. 10 occurrences.